Manufacturer narrative:
Clarification to d6a. Implant date: 1998 was reported. E1. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported through regulatory agency "rupture" and "periprosthetic capsule stage 3: the breast is hard and deformed, but there is no pain". This record is for the left side. The device was explanted.